Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that it was not possible to interrogate this device after implant and after repositioning the telemetry wand four times, in addition noise was also noted. The patient also had a left ventricular assist device (lvad) device implanted, and technical services (ts) discussed possible programming options when both systems are implanted. The physician decided to explant the system and implant a transvenous system. The system was returned for analysis. No adverse patient effects were reported.

Event description:
It was reported that it was not possible to interrogate this device after implant and after repositioning the telemetry wand four times, in addition noise was also noted. The patient also had a left ventricular assist device (lvad) device implanted, and technical services (ts) discussed possible programming options when both systems are implanted. The physician decided to explant the system and implant a transvenous system. The system will be returned for analysis. No adverse patient effects were reported.